Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed share log review showed a loss of connection in the log. .performed pairing test with nordic bluetooth device and: failed, connection timed out. The customer complaint was confirmed because a loss of connection was observed in the logs and a communication failure was observed in the lab. The reported event of loss of connection was confirmed. The root cause cannot be determined